Event description:
Edwards received information that the physician had balloon deflation difficulties of an intraclude device during use. It was reported that the device may have gotten kinked. The physician resolved the issue by releasing tension on the intraclude device at the groin cannula and pushed the device in by an inch. Then the physician was able to withdraw volume by using the edwards syringe to deflate the balloon. Subsequently, the physician removed the device from the patient. Afterwards, the scrub nurse meticulously examined the balloon and did not notice any kinks. The device was discarded at the hospital. It was reported the patient had no negative outcome. It was reported that during preparation of the device no damages or kinks were noted on the body of the device.

Manufacturer narrative:
The device was not returned to edwards for analysis. Based on the information received, edwards is unable to determine the root cause on why the physician had balloon deflation difficulties of an intraclude device. There has been no reported allegation that a product malfunction contributed to the event. The instruction for use (IFU) provides the following instructions on deflating the balloon of the device: ¿connect an empty syringe to the blue stopcock and close the stopcock to the pressure line. Pull back on the syringe and fully deflate the balloon. Resume complete bypass. Ensure that balloon deflation is complete by verifying that the volume withdrawn is equivalent to the volume injected and that the balloon pressure is 0 mmhg or less. Note ¿ the balloon inflation stopcock must be turned on to the pressure line to measure the balloon pressure. A review of the IFU was conducted and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.